Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The first two stent struts on the distal end and the forth proximal strut were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27feb2019. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with another synergy drug-eluting stent. There were no patient complications reported. However, returned device analysis revealed a stent damage.